Event description:
Dexcom products absolutely suck every one of them malfunctions my son is a diabetic and relies on a dexcom for his numbers and sometimes it shows 15 when he's only 4 I have one the other day so 11.5 when he was 2.3 it is not reliable at all it's going to cause someone to die.